Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch # 9006736 found that the device met its material, assembly, and product specifications. It is noted that no additional complaints have been received for batch 9006736.

Event description:
Same case as MFR's report #6000089-2007-00625. It was reported that during a pta treatment procedure in the right tibioperonel trunk, a balloon rupture and vessel dissection occurred. The lesion being treated was severely calcified and 40 mm in length with 100% stenosis. "Rupture of the balloon (3.5 x 40) by the first dilatation attempt" occurred at 8 atms. The second attempt with another of the same balloon (3.5 x 100) ruptured. A dissection of the vessel occurred with the second balloon. The procedure was successfully completed with another MFR's balloon. The dissection was treated with another MFR's stent. Both balloons ruptured longitudinally and "no parts of the balloon remained in the pt." The current pt condition is reported as "ok."